Manufacturer narrative:
On (B)(6) 2015, through a service call, the field service engineer (fse) instructed the customer to use canned air to blow out the area of the sample chain. Customer stated that the system is up and running and on 12-23-2015, via a phone call, the fse guided the customer on how to replace 2 links of the sample chain. The instrument was performing as intended. No further activities were required by field service. The probable cause of the event was the fault or failure of a sample chain. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2015 a customer reported the sample chain will not home correctly. The customer was unable to run lh-ii and progesterone patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of lh-ii and progesterone patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.